Manufacturer narrative:
It was learned that the explanted valve was not preserved in solution at the hospital, which caused it to dry out; therefore, it was not returned to edwards for evaluation. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. In this case, it was learned that this is a recurrent endocarditis. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The complaint database indicates no other reported endocarditis/infection events on any device processed under the same sterility lot of the subject device. There has been no information to allege or indicate a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported by a sales representative, an aortic bioprosthetic valve was explanted due to endocarditis causing periprosthetic aortic valve regurgitation, approximately 3 months after implant. The preoperative diagnosis indicates, "prosthetic valve endocarditis, aortic root abscess, mitral regurgitation, previous aortic valve replacement (x2), previous alfierti mitral valve repair." Operation performed: debridement of aortic root abscess, insertion of 21 mm aortic valve homograft. Alfieri edge to edge mitral valve repair, right axillary artery cannulation, left femoral vein cannulation. Operative findings indicate the valve was partially dehisced underneath the left coronary cusp and towards the commissure with the non coronary cusp. The abscess cavity was not as extensive as it had been last time but there was extensive inflammatory tissue and continued aorto ventricular discontinuity.